Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient didn¿t realize the fall back in december had caused their return of symptoms. The patient stated they were supposed to see their healthcare provider and manufacturer¿s representative, but the appointment was canceled. The patient noted it had been a week since the canceled. The patient¿s current settings were reviewed over the phone, they were at 3.3v on program 1. The patient stated they had increased to 3.4v before but that was uncomfortable. The patient wanted to switch to a different program as they hadn¿t tried any other programs before. The patient was switched to program 2 at 1.3v and was told to monitor their symptoms over the weekend. The patient noted feeling stimulation in the correct location. The patient was advised to call back if the change didn¿t help their symptoms. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been having problems getting a bowel movement when they were walking (having accidents) for the past couple of weeks, clarifying as sometime in (B)(6) 2018. The patient also reported that sometime in (B)(6) before (B)(6) they slipped on steps, fell, and landed on the carpet. The patient reported they had tried increasing stimulation 3 times in the past week and they were at 3.4v. The patient mentioned the fall was significant enough that they had to visit the chiropractor. The patient was advised to contact their healthcare provider due to the fall and loss of therapy. No further complications were reported.